Manufacturer narrative:
Product will not be returned as it remains in service.

Event description:
This implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. This device remains in service. A safe replacement interval calculation was completed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide additional information received for the case. As a result, fields b1, b2, b5, d7, h1, h6 and h10 were updated. In addition, field e1 was updated. At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return.